Event description:
Caller states the comfort curve strip vial has the expiration date 6/30/07 printed on the vial. Manufacture has the expiration date as 06/30/05. No adverse event reported. Requested return of suspect vial and replacement was sent.